Manufacturer narrative:
The hill-rom technician found the patient pendant needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Patient pendant: disconnect the patient pendant and check the condition of the connector. Then reconnect or replace the pendant. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the patient pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head section was raising up on its own. The bed was located at the account. There was no patient/user injury reported. (B)(4).